Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a standard visit the user's father reported that the user heard a buzzing sound on the concerned left side.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine visit the user's father reported that the user heard a buzzing sound on the concerned left side. This sound started about a month prior to the visit. Before the event occurred, the hearing performance was good.